Manufacturer narrative:
(B)(4). A batch review will be performed. One unit was received at the plant for evaluation. No defect was observed during visual inspection. A functional leak test was subsequently performed by filling the pump control module (pcm)¿s reservoir with green color water. During fill, leakage was observed at the corner of the pcm's reservoir. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that leak was observed from a patient control module during infusion. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4): lot number 13g026 was manufactured july 18, 2013 - july 26, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.evaluation summary: the cause of the reported condition was deferctive seal integrity, which was determined to be an assembly error. Should additional relevant information become available a supplemental report will be submitted.